Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: b5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tube cleaning brush could not be inserted, forceps could not be inserted, inside of light guide lens had foreign objects and c-cover was a chip. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the biopsy channel being blocked by an object stuck inside the channel was traced to component failure. In addition, the tube cleaning brush could not be inserted, and the forceps could not be inserted due to the clogged channel tube. The cause of the foreign objects found inside the light lens could not be determined. The cause of the chipped c-cover was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope had the biopsy channel blocked by an object stuck inside the biopsy channel. This was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.